Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with spinal canal stenosis; and underwent l4-l5 oblique lumbar interbody fusion (olif), p osterolateral fixation at l4-l5 using percutaneous pedicle screw fixation. During the surgery, the vertebral disc space height was 6mm. Cobb, distractor, shaver and curette were used for dissecting the intervertebral disc and the trial was inserted. After that, during insertion of the reported cage, one-fifth of the posterior part of the cage broke. The broken one-fifth of the cage was explanted while the rest four-fifth of the cage did not move and remained indwelt as it was judged to be stable. In the space created due to broken one-fifth of the cage, bone graft and local bone was filled. There was a delay of less than 60 minutes in the overall procedure time. No patient complications were reported.